Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a 32-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstrual periods"), menorrhagia ("heavy menstrual periods"), abdominal distension ("excessive abdominal bloating"), alopecia ("excessive hair loss"), tooth disorder ("dental issues") and arthralgia ("joint pain"). The patient was treated with surgery (hysterectomy and essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, menstruation irregular, abdominal distension, alopecia, tooth disorder and arthralgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, menorrhagia, menstruation irregular and tooth disorder to be related to essure. The reporter commented: she sought treatment for her symptoms. Her procedure course has been marked by increasingly severe pain and discomfort. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstrual periods"), menorrhagia ("heavy menstrual periods"), abdominal distension ("excessive abdominal bloating"), alopecia ("excessive hair loss"), tooth disorder ("dental issues") and arthralgia ("joint pain"). The patient was treated with surgery (hysterectomy and essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, menstruation irregular, abdominal distension, alopecia, tooth disorder and arthralgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, menorrhagia, menstruation irregular and tooth disorder to be related to essure. The reporter commented: she sought treatment for her symptoms. Her procedure course has been marked by increasingly severe pain and discomfort. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.